Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported via FDA medwatch that a consumer who was previously without major medical conditions, had a pain stimulator implanted into the spine, and six (6) days later the consumer suffered a massive left cardiovascular accident (cva) and had dense right hemiparesis and aphasia. Follow-up was being conducted to determine consumer information, device information, cause, actions/interventions taken, and resolution of the reported event. If received, this event will be updated.